Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while on ilet therapy with an inset infusion set placed on the thigh, with cgm readings up to 380 mg/dl and a glucometer value of 327 mg/dl; the user changed supplies, administered a manual insulin injection, and later received guidance on a proper supply change with subsequent improvement to 140 mg/dl, while no device malfunction or bent cannula was identified and the device component involved could not be specified due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information regarding a device problem or specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.